Event description:
A medtronic representative reported that during a spinal fusion, the left thoracic probe became bent. They were able to continue the case using another navlock probe. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The device manufacture date was not available as the lot number was not provided. No parts or files have been received by the manufacturer.